Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with a low heart rate, which was below the programmed parameters and they were symptomatic of same. The right ventricular (rv) lead exhibited possible loss of capture. Both the rv lead and the implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.